Manufacturer narrative:
Due to character restrictions in block e1 address : teda international cardiovascular hospital a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed an electrical fault when starting the machine. There was no patient involvement reported.

Manufacturer narrative:
Getinge field service engineer (fse) checked equipment and fault code records at the hospital site to confirm the fault reported by the customer. Swapped pumps, drive valve groups, pneumatic modules and other spare parts with other equipment. Performed 30psi calibration and drive adjustment calibration. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a